Event description:
It was reported that during preparation for an endoscopic procedure, the sheath on the single use aspiration needle would not set properly on the needle for the ebus (endobronchial ultrasound). There was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.